Event description:
Device malfunction: sheath kinked. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, as the device was advanced in the vessel, the sheath kinked. A second proglide was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.